Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The kink was confirmed. Additionally, the hypotube was separated proximal to the guide wire exit notch. The fracture faces were ovaled which can indicate the hypotube was kinked and then separated. The physical resistance complaint could not be replicated in a testing environment as it is based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported kink or subsequent separation; however the physical resistance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 2.75 x 12 mm nc trek shaft was bent when opening the package. No resistance was felt in the process. Another device with the same size was used to finish the procedure successfully. There was no reported patient involvement. There were no reported clinically significant delay in the procedure. Return device analysis revealed a hypotube separation. Additionally, due to the blood and contrast inside the device, it appears that the device was used in the patient. Follow-up with the site confirmed the device was used in a mildly calcified, distal right coronary artery. Resistance was met during advancement due to the anatomy; therefore, it is likely when the kink occurred. No additional information was provided.